Event description:
Surgeon successfully implanted intraocular lens using a model msi-pf injector and a model spf-25 fp cartridge, but noted damage to the lens after implantation. The surgeon removed the lens without injury to the pt. The facility could not specify the lot numbers for the cartridge or injector used in this case. It is unknown what caused the damage to the lens.